Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection developed at the ipg site following an unrelated back surgery to remove pedicle screws and other spinal hardware on an unknown date. In turn, the scs system was explanted.

Manufacturer narrative:
A system explant was reported to abbott. It was determined the patient developed an infection after an unrelated, elective, surgery to remove some pedicle screws and other spinal hardware removed. No devices were returned for evaluation/disposal. The device history record, as well as packaging and sterility records were reviewed to confirm sterility and ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event could not be conclusively determined as it was not related to the scs system.